Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during a meniscus repair, t1 and t2 on the fast-fix 360 deployed at the same time. Both t's were removed from the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
H10: b2 : checkbox selected. H3, h6: the reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The depth indicator button was in the default position. A functional evaluation was conducted. The actuator tip functioned as designed. A review of the customer provided image revealed both anchors have been detached from the needle. No physical damage visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.